Event description:
The customer reported that their device had logged an event code. Upon evaluation by physio-control, it was observed when charging the defibrillation energy, the device would dump the energy on its own before the charge was complete. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to damaged solder joints on pins 37-48 of an integrated circuit chip, designator u6.